Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 additional contact person phone number: (B)(6). The iab was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. A portion of the extracorporeal tubing was cut from the iab and not returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.9cm from iab tip. The inner lumen found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and portion of extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problems. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event.

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the manufacturer and evaluation in progress once it is completed, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) mega 8fr 50cc was placed in the patient blood was noted in the gas tubing. No complication to the patient.